Event description:
It was reported that the nurse trying to initiate therapy on patient and getting alert 02 low flow in an arctic sun device. Water flow rate (wfr) was 0 l/m 4 pads connected. Patient in hypothermia. Patient temperature (pt) was 35.5c, targeted temperature (tt) was less than 36c. Walked through stop therapy, disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. All lines were straight with no bends or kinks. Restarted therapy and device water flow rate (wfr) was reading 0 l/m. Had stop therapy empty pads and disconnect. Placed device in manual control at 10c. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 13.3c, outlet control temperature (t2) was 13.2c, inlet temperature (t3) was 13c, chiller temperature (t4) was 7.7c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 1183.7 and pump hours were 1000.4. Added back pads while still in manual control and water flow rate (wfr) was dropped to 0.5 l/m. Ran for a couple of minutes in manual control and water flow rate (wfr) did not increase. Stopped therapy and disabled manual control. Restarted therapy and water flow rate (wfr) was primed to stop at 0 l/m. Advised to swap out to another set of pads. Set these aside for follow up from territory manager.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse trying to initiate therapy on patient and getting alert 02 low flow in an arctic sun device. Water flow rate (wfr) was 0 l/m 4 pads connected. Patient in hypothermia. Patient temperature (pt) was 35.5c, targeted temperature (tt) was less than 36c. Walked through stop therapy, disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. All lines were straight with no bends or kinks. Restarted therapy and device water flow rate (wfr) was reading 0 l/m. Had stop therapy empty pads and disconnect. Placed device in manual control at 10c. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 13.3c, outlet control temperature (t2) was 13.2c, inlet temperature (t3) was 13c, chiller temperature (t4) was 7.7c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 1183.7 and pump hours were 1000.4. Added back pads while still in manual control and water flow rate (wfr) was dropped to 0.5 l/m. Ran for a couple of minutes in manual control and water flow rate (wfr) did not increase. Stopped therapy and disabled manual control. Restarted therapy and water flow rate (wfr) was primed to stop at 0 l/m. Advised to swap out to another set of pads. Set these aside for follow up from territory manager.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.